Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had battery out limit alarm. The customer states they had unresponsive buttons. The customers' blood glucose level at the time of incident was 230mg/dl. The customer's levels had been as high as 445mg/dl. The customer treated the highs with pen. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive escape, act, up and down due buttons to unlocked j2 lcd keypad connector during our visual inspection. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump had minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.